Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the contact alleged the load fill tubing sequence was intermittently initiated while the customer was connected to the site without customer interaction. During one instance the customer's blood glucose level decreased to 40 mg/dl. The customer addressed the bg by consuming glucose and carbohydrates with the assistance of the school nurse. Tandem technical support was able to perform a log review to confirm the allegation; however, contact maintained that the pump initiated the fill tubing sequence without user interaction. The customer reverted to an alternate method in insulin therapy.